Manufacturer narrative:
The following devices were also listed in this report: 64811121;mrh knee fem m rgt;jec3a, 64813112;mrh tibial b/plt keel med 2;unknown, 5560-s-315;triathlon cemented stem-15mm x 150mm;0065987a, 5560-s-215;triathlon cemented stem-15mm x 100mm;0101904a, 64812120;mrh axle;ctd48250, 64812100;mrh tib rot comp xs-xl;167646, 64812110;mrhk femoral bushing;ljs667, 64812140;mrhk tibial sleeve;ljt791, 64812110;mrhk femoral bushing;ljx051, 64812133;mrhk bumper insert 3 degrees;ljs111. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Clinician review: not performed as no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.¿ additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.¿¿ no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the revision on (B)(6) 2020. Patient underwent primary tka outside of cors scope. Had a revision tka for pji on (B)(6) 2018. With exchange of polyethylene only. The patient had recurrence of infection and had a revision tka on (B)(6) 2020. Where all components were exchange (pre-cors scope and poly). This was reported as cors per 10467knee ((B)(6)). Patient had again recurrence of pji and underwent another revision where all the hinge components were exchanged.